Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with the device displaying 225 mg/dl and a confirmatory fingerstick of 197 mg/dl about one hour after an announced meal; no device alarms were reported and no backup therapy, ketone testing, medical intervention, or assistance beyond kindness was required. Symptoms included no acute clinical effects. Outcomes included no functional impairment or need for medical care. Investigation included complaint intake review and user troubleshooting and education. Investigation of this case revealed no device malfunction or component issue and the cause of the elevated glucose remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.